Event description:
The company was made aware that the patient developed a yeast infection at the incision site. The patient was prescribed oral antibiotics (type unknown) and bactroban ointment. Advanced bionics is in the process of gathering more information; once more information is available, a supplemental report will be submitted.